Event description:
It was reported that during use of the secondary set c62 while priming connector part was left out without connecting to injector. The following information was provided by the initial reporter: while priming with saline connector part left out without connecting injector yet.

Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality team for investigation. The final product for lot ta11876 is assembled and packaged at a supplier site. We notified the supplier of your reported issue and provided the product for evaluation. Upon visually inspection, the y-site was observed to be damaged. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11876. Three retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause related to the manufacturing process at this time. CAPA 1382647 has been initiated to look further address this issue. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the secondary set c62 while priming connector part was left out without connecting to injector. The following information was provided by the initial reporter: while priming with saline connector part left out without connecting injector yet.